Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7040532, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted device were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg and lead site. Symptoms of pain and tenderness were noted around the ipg site. The patient also had a high fever and chills and was given antibiotics. The condition got worsened and the patient underwent an explant procedure.